Event description:
It is rep[orted that: the swg is significantly bent on the main body , requiring a single sterile to be used. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon review of additional information received from the customer it was determined that this was not a reportable event; therefore, the initial MDR, submitted on 11-mar-2024 , should be retracted.